Event description:
A valiant captivia was intended to be implanted for the endovascular  treatment of a 10mm aortic dissection .  It was reported that the delivery system of the valiant captivia could not be inserted through the artificial blood vessel replacement graft. As per the physician the cause of the event was due to the anatomy of the patient's abdominal aorta due to artificial blood vessel r eplacement. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported insertion difficulties could not be assessed on the single pre-implant film returned; however, the anatomical considerations likely to have contributed to the event (e.g. Presence of replacement grafts) were observed . Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiograms showing insertion attempts to assess the device trackability through the existing graft were not available . It is possible that the tortuosity noted in the existing graft which had replaced the left common iliac artery may have been a contributing factor in the reported event. Other factors , such as the delivery system profile in relation to the diameter of the existing graft could have contributed to the reported insertion difficulties, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.